Event description:
Caller reported experiencing a continuous glucose monitor (cgm) error. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance for a complete pump reset, successfully resolving the issue without further errors, and the caller was able to start a new sensor session.